Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/23/2014 with the following findings: inspection revealed that the display screen visual was dim and discolored: the reported issue was confirmed. The reported issue was directly caused by an unidentified display failure. Unrelated to the reported issue, the battery compartment was observed to be cracked below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.